Event description:
The customer's mother reported purchasing 10 boxes of test strips and 3 of the boxes had no code printed on the box. However, she ran out of the boxes of test strips that had codes on them and her son went ahead and was using the test strips without coding them to his freestyle flash meter. The mother did not realize that he was using test strips without coding them until she tried to test his blood glucose level after he had a seizure. The customer's mother treated her son with glucose and did not seek third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.